Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes 10 tubes were overfilled. There were 5 occurrences with each lot patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the tubes were overfilling.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100184, medical device expiration date: 2020-10-31, device manufacture date: 2020-04-09, medical device lot #: 0167174, medical device expiration date: 2020-12-31, device manufacture date: 2020-06-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes 10 tubes were overfilled. There were 5 occurrences with each lot patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the tubes were overfilling.